Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventy (70) minicaps were not properly sealed; further described as "the indentation of the bottom were unsealed." This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.